Event description:
This is a spontaneous report by a nurse from the USA of patient made a mistake or touch contamination and peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. In 2010, the patient made a mistake or touch contamination occurred. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. It was unreported whether treatment was provided. Pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and was recovering from the peritonitis. It was unknown if the patient recovered from the mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to baxter of a clearlink continu-flo solution set with 0.22 micron filter that was involved in a no flow. According to the report, the medication did not flow into the clearlink secondary medication set and they had to squeeze the unknown minibags pretty hard to get it to flow. The patient did get the whole infusion, but a new tubing set had to be used. There was no patient injury or medical intervention associated with this event. No additional information is available.